Event description:
In 2009, the patient reported experiencing elevated blood glucose of 550 mg/dl for the past 3 weeks, and he was concerned that the infusion device was not delivering insulin properly. His target blood glucose level is below 200 mg/dl. He stated that his infusion device is "starting to leak" and the cartridge compartment is "dirty, dingy, and sticky looking." He stated that he is able to "dump" insulin out of the cartridge compartment. He does not attach the infusion tubing and adapter to the insulin cartridge prior to insertion into the infusion device. He was educated on the proper procedure for changing the insulin cartridge. He stated that the adapter had not been changed in 1.5 years. He was advised to switch to a backup method for insulin delivery. A replacement infusion device was sent. Upon follow up the following month, the patient stated that he began use of the replacement infusion device and his blood glucose had "pretty much" returned to his target range. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.